Event description:
It was reported that an ilet user experienced a charging issue when the charging pad continuously blinked and did not transfer charge because the device was placed screen down with a belt clip attached, leading to a very low battery and the device not charging. Customer care provided troubleshooting and user education regarding proper charging technique. Investigation of this case revealed that the charging issue was attributable to user technique and accessory interference with the charging pad. Symptoms included hyperglycemia with a reported blood glucose of 299 mg/dl without clinical symptoms reported. Outcomes included the user disconnecting from the system and administering subcutaneous insulin via pen, then allowing the ilet to charge before reconnection. It was concluded that the device functioned as designed once the belt clip was removed and the device was positioned screen up on the charger.